Event description:
Healthcare professional reported that patient was injected with 1ml juvéderm® volift¿ with lidocaine in nasolabial folds. Seven days later, patient developed reddening and swelling with a feeling of cranial pressure that was more severe on the right than left nasolabial folds. Patient was diagnosed with suspected phlegmon and was treated with firacin sol ointment, clindamycin 600 mg / 3 times a day, local therapy, and cooling. The next day, symptoms worsened and spread to right cheek and was hospitalized two days later due to increased c-reactive proteins. Two days after being hospitalized, patient has the area surgically flushed. Patient was discharged the next day. Symptoms ongoing.

Manufacturer narrative:
(B)(4). Patient was born in (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammation/irritation implantation site is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.